Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer received with no delivery alarm. The customer¿s blood glucose level was over 220-230 mg/dl at the time of the incident. The drive support cap appears normal. Assisted customer in performing a 5.0 unit fixed prime and insulin exited. Customer reported high blood glucose with pump and manual injections. The drive support cap appears normal. Customer stated that, last night he was at 440 mg/dl and he kept on getting no delivery. Customer wanted to do additional testing, did displacement test and was passed. Customer advised to reconnect tubing at qr and prime a 5 units fixed prime and fill cannula and results of prime was customer received with no delivery. The customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.